Event description:
Caller reported receiving a cartridge alarm 30 after resetting the pump due to a malfunction code issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and instructed the caller to initiate a cartridge change process using the tandem mobi mobile app, including loading a new cartridge with a minimum amount of 30 units. The caller successfully followed these instructions, loaded a new 200-unit cartridge, completed the tubing fill process, and resumed insulin delivery, resolving the issue.